Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No suture or ts were returned for examination. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Event description:
It was reported that during the meniscus repair surgery, the doctor found that t2 fell off after t1 was implanted. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.